Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that a pediatric patient underwent a spinal fusion procedure. During final tightening, the tip of the driver broke off. The tip remained in the patient. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that the damages of the t27 tip are consistent with overloading in combined torsion and lateral bending applied to the driver during the break-off of the setscrew. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.